Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the critical block and inverse critical block did not add to zero. The customer¿s blood glucose was 149 mg/dl. Troubleshooting was performed. The pump error occur second time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected external flash crc error alarms during testing however, external flash crc error is found in the downloaded history files due to a software error.